Event description:
It was reported that the patient had difficulty charging and communicating the remote control to the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. No further information has been obtained.

Manufacturer narrative:
Correction to initial MDR in blocks: b1, b5, and h6. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the spinal cord stimulation (scs) patient attempted to use her implantable pulse generator (ipg) and bring it out of hibernation after a period of nonuse due to a return of pain symptoms. Troubleshooting steps were provided; however, despite multiple charging sessions, the ipg remained unresponsive and provided no stimulation. Additional attempts to establish communication with the ipg were unsuccessful. The patient had previously undergone back surgery, and the physician suspected that electrocautery may have been used during the procedure, potentially resulting in damage to the ipg.